Event description:
Complainant alleged that during training/inserving of the device, the unit stopped displaying the ECG trace after twenty to thirty minutes of operation. The complainant indicated that there was no pt involvement in the reported malfunction.